Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the small bowel was densely adherent through its entire length to the mesh and had to be excised. The mesh was removed as much as possible. The small bowel had to be resected. It was reported that the patient experienced severe pain, infection, bowel injury, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.